Manufacturer narrative:
(B)(4). Additional information requested and received: on the second firing when the gun locked out did the device deploy staples: no; if the device stapled, was the staple line complete: no it wasn't; if the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight): irregular and legs straight; did the device cut: yes but with great difficulty; if the device cut, was the cut line complete: no; when the reload was changed and surgeon felt that the gun still was not at 100% accurate did the device deploy staples: yes it did; if the device stapled, was the staple line complete: yes; if the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight): irregular; did the device cut: yes; if the device cut, was the cut line complete: yes.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore, a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: on the second firing when the gun locked out did the device deploy staples? If the device stapled, was the staple line complete? If the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? When the reload was changed and surgeon felt that the gun still was not at 100% accurate did the device deploy staples? If the device stapled, was the staple line complete? If the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete?

Event description:
It was reported that during a video-assisted thoracoscopic surgery wedge mass excision procedure, the surgeon was firing into lung tissue. On his second firing, the gun locked out and he mentioned he didn't feel it was stapling correctly. We unlocked the gun and removed from the patient. We changed reload and tried again. This time it worked better but he felt the gun still wasn't 100% accurate as always. We then removed gun from case and opened a new one which completed rest of procedure as normal. Delay of twenty minutes. Additional suturing required to sew over missing staple line and prevent air leaks. The patient is stable and the surgeon is happy with patient at end of case.

Manufacturer narrative:
(B)(4). Batch # = m55g4a. The analysis results found that one ec60a device was returned with the anvil bent upwards and with two ecr60d reloads present. The reload b was received fully fired. The reload c was received partially fired 1/2 consistent with an incomplete or interrupted cycle. The device was tested for functionality only in dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.